Manufacturer narrative:
The suspect uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found that the original batteries would not hold a charge and failed load testing as the unit would not power on when charged. When new batteries were installed, the unit functioned as designed. Indicating an electrical failure mode.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that the uninterruptible power supply (ups) was not holding charge. Uninterruptible power supply (ups) was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has been received by the manufacturer for evaluation however the results are not available yet.

Event description:
A medtronic representative reported that while outside of procedure, when the mobile view station (mvs) of the imaging system is unplugged it would stay online for less than one minute and then shut down. There was no patient present at the time of the issue.